Manufacturer narrative:
H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, with significant reduction of irido-corneal angles and shallowing of the ac. The lens was explanted. Cause of the event listed as device. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Health effect clinical code 4581: significant reduction of irido-corneal angles; shallowing of the anterior chamber h6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Manufacturer narrative:
Additional info: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. Significant reduction of irido-corneal angles and shallow ac. The lens was replaced with a shorter length lens. Cause of the event listed as device. Claim: (B)(4).